Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The medwatch report is in response to receipt of (B)(4).

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2008 and mesh was used. The patient experienced chronic pain, soreness at the site, numbness in both hands and feet, nausea, stomach extended, back issues, and a small bowel obstruction.